Event description:
It was reported that a spectrum iq infusion pump failed accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow accuracy testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was performed. It revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml. The pump alarmed "upstream occlusion!" "Air-in-line!" And "downstream occlusion!" Throughout the infusion. No further conclusions can be drawn from the ehl at this time. The customer did not provide any infusion or set up parameters. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.